Event description:
Paramedics responded to a person in cardiac arrest and down for an unknown period of time. The pt was connected to the device with disposable defribillation/ECG electrodes and diagnosed as in asystole. After working on the pt for about 20 minutes, the pt's rhythm converted to vf and the device was used to deliver 6 shocks over the next 5 minutes. The pt's rhythm did not convert and the pt was not resuscitated. The facility reported that, after the 4th shock, the device "froze" for 30 seconds.